Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the homechoice (hc) unit during fill 6 of 6. There was an unused line on the front of the hc with an open clamp. The technical service representative (tsr) had the home patient (hp) cycle the power twice to clear the alarm. Since it was in the hp's last cycle the hp would finish with a manual exchange. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. A 510(k) number will not be provided in the emdr, because the product is unknown at this time. A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). The system error 2240 was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed.